Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to the upper and lower abdomen on (B)(6) 2016 using the coolcore applicator and presented with possible paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: d1, d3, g1.

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to the upper and lower abdomen on (B)(6) 2016 using the coolcore applicator and presented with possible paradoxical hyperplasia.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr (B)(4) become aware date (g3): 4/26/2022. Additional info: a3 a4 a6 d4. Continued additional (d4) device serial and catalog number: upm2017236001, (B)(6).

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to the upper and lower abdomen on (B)(6) 2016 using the cooladvantage coolcore applicator and presented with possible paradoxical hyperplasia.